Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, erbe had no energy. The customer power cycled the erbe, but the issue remained. Technical service engineer (tse) reviewed the logs but found no related issue. Tse confirmed both ports were delivering no energy. Also, tse confirmed the correct cabling at the rear of the erbe and the erbe was plugged into its own dedicated outlet. Tse observed there were no effects on the instrument which generally indicated there was no communication between the erbe and the instrument. Tse confirmed that erbe displayed a dv sign next to the port the cables was plugged in. Tse asked the customer to check the energy cables. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse spoke with the customer and confirmed that the reported issue was resolved after changing out the energy cables. Fse confirmed the erbe errors in the log and replaced the unit. Based on the field evaluation, this reported event was confirmed. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The erbe was analyzed and found reported failure (m-02 and m-03) errors were confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. Fa conducted visual inspection and found no significant scratches or dents. The front bezel was not cracked and the erbe was in good condition. The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.